Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the left lower lobectomy, the blood vessels touching the outer side of the jaws of the ligasure formed a thrombus in the blood vessel by thermal diffusion when the blood vessel sheath peeled off. Duration of procedure was about 2 hours. There was nothing abnormal seen in particular while monitoring the patient post procedure. Cerebral infarction was admitted a day post procedure, and the patient expired. The cause of death was cerebral hernia due to cerebral infarction.